Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g347 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g347 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated that the break occured at the start of the procedure. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer stated they opened the centrifuge door and noticed one of the drive tube retainer clips was not closed. The customer will not be returning product for investigation.